Manufacturer narrative:
(B)(4) review of returned angiogram images during an intervention 3 weeks post implant revealed that an endurant stent graft system was implanted in the patient. Initial contrast images were not seen in the films; therefore, the reported pre-intervention endoleak or patency assessment could not be performed. Images below the gate were also not seen on the films. The bifurcate was positioned just below the right renal within the severely angulated neck. The infrarenal neck and aortic body were angulated 90deg r-l to the limbs; relative to the flow divider. The suprarenal neck angulation was 120deg r-l. Two of the bifurcate suprarenal stents (on right-superior side) were possibly entangled. Multiple aptus anchors were observed being implanted into the proximal bifurcate and aortic neck. The anchors were placed radially around the aortic body. Eight (8) anchors, at the proximal margin (5x) and 1 ¿ 1.5cm below the proximal margin (3x) were implanted. Contrast was seen on the outer curvature (anterior/right) of the proximal bifurcate from a likely type ia endoleak. A palmaz stent was then seen implanted from just above the bifurcate proximal margin extending distally into the aortic body; the stent was then ballooned. Contrast injection showed no obvious endoleak. Review of CT¿s 1 day following the aptus and stent intervention revealed that the endurant was implanted within the severely angulated proximal neck. Two of the superior suprarenal stents (lateral-right outside curvature) were entangled. The ipsi limb was placed on the right side and extended with a limb into the right common iliac artery. The contra limb was implanted into the left common iliac artery. The max diameter aaa measured ¿5.5cm and no obvious endoleak was observed. Both limbs were patent. No other stent graft issues were observed. The exact cause of the proximal type I endoleak could not be determined from the images provided. Films at implant were not avail able for review. It is possible that implanting within the severely angulated infrarenal and suprarenal neck may have contributed. The neck angulation may have also contributed to the suprarenal stent entanglement, which may have also caused the type ia endoleak.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 53.5mm in diameter abdominal aortic aneurysm. The proximal neck was 21.9-23.3mm in diameter and 22mm in length. The suprarenal neck angulation was 90 deg. There was 10 percent circumference of calcium with 2mm of thickness. It was reported that a proximal type I endoleak was identified. The physician implanted eight aptus endoanchors however, the type ia endoleak did not resolve. Another manufacturer's stent was implanted in the proximal aortic aortic neck, resolving the endoleak. No additional clinical sequelae were reported.